Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, and the weight the device within specification. A visual and microscopic analysis was performed which identified; creases sharp opening on radius and stress marks. Based on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening.

Event description:
Healthcare provider reported right side "a nodule that is a lymph node full of silicone." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side rupture and "a nodule that is a lymph node full of silicone." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare provider reported right side "a nodule that is a lymph node full of silicone." Device has been explanted.